Manufacturer narrative:
Pump received with loose support disk, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported that drive support cap pops out when reservoir was inserted. Customer was advised that insulin pump would need to be replaced.